Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's sister that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 600 mg/dl. Customer had a high blood glucose level yesterday and the customer is on steroids right now. Customer does not use the sensor feature on the insulin pump. Customer's sister stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer is not sending the pump back. No additional information provided.